Manufacturer narrative:
Based on the information provided, the root cause of the intraoperative complication and customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. A site history complaint review was conducted for the procedure date of (B)(6) 2021 and did not show any additional complaints related to this product. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in subsequent procedures. An isi advanced failure analyst (afa) engineer conducted a stapler log review and found the curved tip-up stapler instrument (part number: 470530-08, lot number: t10210503-0009) was installed once and fired one white reload. Firing failed at 40% completion. There were no incomplete clamps by this instrument. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy, it was alleged that the curved-tip stapler 30 had a partial fire issue when a white stapler 30 reload was fired on the pulmonary artery. As a result, a new stapler instrument and reload were used, and the case was completed robotically. At this time, the root cause of the customer reported failure mode is unknown. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci assisted pulmonary lobectomy, the curved-tip 30 stapler made a loud grinding noise and stopped 1/3 of the way during the stapling process on the pulmonary artery. A new stapler and reload were used and the surgeon proceeded with the case. The case was completed robotically with no patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10. On (B)(6) 2022, intuitive surgical, inc. (Isi) has received the curved-tip stapler 30 instrument (part #470530-08; lot #t10210503-0009) associated with this complaint and completed investigations. Failure analysis (fa) investigations confirmed but did not replicate the customer reported complaint of a partial stapling fire. The instrument was found to have a firing failure(s) based on a log review but was not replicated during in-house testing. The logs show error code 22030, indicating a curved-tip stapler 30 instrument (serial (B)(6)) had a firing failure on universal surgical manipulator #1 (usm1). The root cause is not determinable/applicable. Additionally, per the logs, there were two overall fires with this instrument with one partial fire with a white reload. The firing failed at 40.5% at completion and there were no incomplete clamps by this instrument. The stapler instrument was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was retested and passed on both attempts and no errors appeared during testing. There were no abnormal or unusual grinding sounds observed during firing. The housing was removed for inspection and there was no damage found. No damage was observed at the distal wrist.